Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) noticed air bubbles in the patient line. This occurred during troubleshooting for the unrelated alarm, while the hp was connected in the initial drain. There was nothing noted about the supplies that could have caused or contributed to the reported issue. There was no report of adverse event associated with this report. No additional information is available at this time.